Event description:
Hosp personnel were attending to a pt with unspecified cardiac problems. External pacing was attempted and allegedly the device indicated "pacer fault", emitted an audible alarm and would not pace. Treatment to the pt was delayed as a back up device was obtained and used to continue treatment. The pt was not resuscitated. The reporter stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the physician's assessment of the pt's viability.

Manufacturer narrative:
Section h the device has been replaced with a new one to enhance customer satisfaction and will not be returned to the facility for use.